Event description:
It was reported that after 20 minutes of use the fiber began to forward fire. The bladder and prostate were checked and no injury was noted. There were no anomalies noted to the fiber prior to use. A second fiber was selected but it could not connect to the laser console. The procedure was completed using bi-polar turp without incident as no other fibers were available. There were no injuries to the surgeon or staff. This report is for the first fiber.